Event description:
Per the clinic, the patient developed erythema along suture line. Subsequently, a purulent was identified through the abscess along suture line. The patient was treated with oral antibiotics; however, the issue did not resolve. It was reported that the patient underwent a revision surgery to drain the abscess under general anaesthesia, unfortunately the implant receiver stimulator was exposed and the device was subsequently explanted on (B)(6) 2025. Microbial cultures were analysed from swabs taken from the implant site, returning was showed no growth and no microorganisms. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.